Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead both dislodged and had increased capture thresholds within two days post-implant. The ra lead was repositioned and remains in use. The rv lead was repositioned; however, it dislodged for a second time approximately three days later. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).